Event description:
The manufacturers field service engineer (fse) reported during service of the ventilator the device diagnostic history indicated a vent inop occurrence due to an air valve liftoff failure. There was no patient harm reported. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. The fse was unable to duplicate the finding and reported testing passed.